Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("I have constant radiating pain all over my lower back, and more on the left side.") In an adult female patient who had essure inserted (lot no. C55829) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("I have almost constant pain in my left ovary that is getting increasingly stronger"), sciatica ("I have sciatica on both sides and numbness in the toes on the left"), sitting disability ("prolonged sitting position (more than 15 minutes) is uncomfortable if the seat is not suitable"), pain ("pain when doing squats and abs, which I didn't have before surgery"), abdominal distension ("abdominal swelling"), gastrointestinal disorder ("colon problem detected by the gastroenterologist: presence of significant gas masses"), pancreatic cyst ("cyst in the pancreas, 6 cm in diameter when discovered."), liver injury ("liver injury"), fatigue ("chronic fatigue for years"), dysgeusia ("metallic taste in the mouth during menstrual periods"), nausea ("nausea"), vaginal infection ("undetermined vaginal infection last year, with no solution"), vaginal discharge (" I still have greenish discharge during ovulation"), tooth infection ("a dental crown suddenly became infected even though I have had it for over 20 years"), osteoarthritis ("unbearable since my osteoarthritis operation in decembe") and hypoaesthesia ("numbness in the toes on the left"), was found to have weight increased (" significant weight gain. +10 kg focused around the abdomen"), lymphoma ("lymphoma in the operated shoulder and presence of numerous small nodules throughout the shoulder") and blood pressure decreased ("unexplainable drops in blood pressure") and underwent arthrodesis ("I had a lumbar arthrodesis"). At the time of the report, the outcomes for back pain, adnexa uteri pain, sciatica, sitting disability, pain, abdominal distension, weight increased, gastrointestinal disorder, pancreatic cyst, liver injury, fatigue, dysgeusia, nausea, vaginal infection, vaginal discharge, tooth infection, blood pressure decreased, arthrodesis, osteoarthritis and hypoaesthesia were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, back pain, sciatica, sitting disability, pain, abdominal distension, weight increased, gastrointestinal disorder, pancreatic cyst, liver injury, fatigue, dysgeusia, nausea, vaginal infection, vaginal discharge, tooth infection, lymphoma, blood pressure decreased, arthrodesis, osteoarthritis or hypoaesthesia. The reporter commented: period of occurrence: as I was doctor hopping, I don't know exactly. But I think it started within a year of the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2024. The most recent information was received on 22-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("I have constant radiating pain all over my lower back, and more on the left side.") In a 45-year-old female patient who had essure inserted (lot no. C55829) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("I have almost constant pain in my left ovary that is getting increasingly stronger"), sciatica ("I have sciatica on both sides and numbness in the toes on the left"), sitting disability ("prolonged sitting position (more than 15 minutes) is uncomfortable if the seat is not suitable"), pain ("pain when doing squats and abs, which I didn't have before surgery"), abdominal distension ("abdominal swelling"), gastrointestinal disorder ("colon problem detected by the gastroenterologist: presence of significant gas masses"), pancreatic cyst ("cyst in the pancreas, 6 cm in diameter when discovered."), liver injury ("liver injury"), fatigue ("chronic fatigue for years"), dysgeusia ("metallic taste in the mouth during menstrual periods"), nausea ("nausea"), vaginal infection ("undetermined vaginal infection last year, with no solution"), vaginal discharge (" I still have greenish discharge during ovulation"), tooth infection ("a dental crown suddenly became infected even though I have had it for over 20 years"), osteoarthritis ("unbearable since my osteoarthritis operation in (B)(6)") and hypoaesthesia ("numbness in the toes on the left"), was found to have weight increased (" significant weight gain. +10 kg focused around the abdomen"), lymphoma ("lymphoma in the operated shoulder and presence of numerous small nodules throughout the shoulder") and blood pressure decreased ("unexplainable drops in blood pressure") and underwent arthrodesis ("I had a lumbar arthrodesis"). At the time of the report, the outcomes for back pain, adnexa uteri pain, sciatica, sitting disability, pain, abdominal distension, weight increased, gastrointestinal disorder, pancreatic cyst, liver injury, fatigue, dysgeusia, nausea, vaginal infection, vaginal discharge, tooth infection, blood pressure decreased, arthrodesis, osteoarthritis and hypoaesthesia were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, back pain, sciatica, sitting disability, pain, abdominal distension, weight increased, gastrointestinal disorder, pancreatic cyst, liver injury, fatigue, dysgeusia, nausea, vaginal infection, vaginal discharge, tooth infection, lymphoma, blood pressure decreased, arthrodesis, osteoarthritis or hypoaesthesia. The reporter commented: period of occurrence: as I was doctor hopping, I don't know exactly. But I think it started within a year of the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Batch no. C55829, production date: 2014-05-12, expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.